Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and device evaluation. Additional information: d8, h3, h4, h6, h11 an additional potential adverse event was noted during inspection where a broken wire was noted. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, it is likely that the air flow could not be properly controlled due to the manifold unit failure. Additionally, the cable connected from the printed circuit board to the manifold was damaged and the flow rate and accumulated flow rate were not displayed. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
During the device evaluation, the high flow insufflation unit exhibited a bad manifold unit. There were no reports of patient involvement.